Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) alleging that the onetouch ping meter has a display issue. This complaint is classified according to the documentation of the customer care advocate. Reportedly, there were segments missing for a month. Yesterday, the patient had tested at ¿3.x mmol/l¿ (54 mg/dl) and was able to administer self treatment with glucose tablet. His blood glucose reading was corrected to ¿19.x mmol/l¿ (342 mg/dl). According to the reporter, the first reading should have been ¿13.x mmol/l¿ but they could not see the first digit. This was no product misuse. The issue was not resolved with training. This complaint is being reported due to the unresolved display issue. There was no report of any symptoms or required medical intervention to suggest a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/12/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have broken lines on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.